Manufacturer narrative:
Continuation of d10: product ID a610 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was having both pcs replaced with rcs today. The caller states she was able to connect to the device in question but after transferring settings from pcs to rcs she was unable to connect to ins after this in the or. The caller states she closed apps, turned off and on tablet, cycled the communicator off and on and still was unable to connect. She eventually elected to use another implantable neurostimulator (ins) for implant. The caller states after the case, she was able to connect to ins with her second tablet but it took a long time. The caller was unable to connect at all with her first tablet. The caller attempted to connect again and saw message: "telemetry failure communication with neurostimulator failed. (B)(6)". Rep noted she had fresh batteries in her communicator and she does not believe the communicator is the issue as she had connected to other patient's inss today. Rep made a general statement that cycling off the communicator tends to resolve communication interruptions/failures. The caller did not feel comfortable implanting the ins in question into the patient so she will be sending product back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the initial implant replacement was scheduled due to routine eri and caused by normal battery depletion. This information has been confirmed/provided by the physician.

Manufacturer narrative:
H3: product ID# b35300 (B)(6) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that a sealing ring within the connector port was damaged. At check-in, the returned ins was talked to with inspector application version: 4.0.8. And the output there was determined to be dbs 5.0. However, the ins was then inadvertently talked to with dbs 3.0.1062 and the invalid device message appeared. In the stim lab, telemetry was obtained with dbs 5.0.780 without issue and the session, json, and mdt file were obtained. No communication issues were observed through the analysis process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.